Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, dysmenorrhoea, vaginal discharge, female sexual dysfunction, bladder disorder and urinary tract disorder outcome was unknown and the seizure, migraine, headache, hormone level abnormal and fatigue had resolved. The reporter considered bladder disorder, dysmenorrhoea, fatigue, female sexual dysfunction, headache, hormone level abnormal, migraine, seizure, urinary tract disorder, uterine perforation and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in essure confirmation test date : (B)(6) 2010 discrepancy noted as per pfs: insertion date of essure: (B)(6) 2002. Plaintiff received treatment for pain- apareunia, dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) was conducted, however, no results were provided. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : previously reported event of "injury" nos was replaced with perforation. New events added - pain- apareunia, dysmenorrhea(cramping), bladder/urinary problems, vaginal discharge,seizures, migraines, headaches, hormonal changes, fatigue. Outcome of the events added. Lab data and reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.